Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump and the touch screen became shattered. Half of the touch screen became dark. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.